Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 24 x 2.75mm promus premier drug-eluting stent was deployed for treatment and distal stent deformation was observed. A type b dissection was noted at the distal stent edge causing slow flow. A 2.25 x 12mm promus premier was advanced, but could not cross the lesion and was removed. Further post-dilation was performed and a 2.50 x 8mm synergy xd was then deployed successfully. Patient fully recovered and was stable after the procedure.